Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the hospital with subjective fevers and body aches.  The patient was tachycardic and febrile in triage and was sent immediately to a room as sepsis was suspected.  The patient remains hospitalized and the ventricular assist device (vad) remains in use.  No further patient complications have been reported as a result of this event.  No additional information was provided.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was further reported that the patient was treated with vancomycin and cefepime, IV ancef and the sepsis was resolved. The hospital was unable to identify the source of the sepsis. The only other noted issue to the patient was lethargy and being difficult to engage, despite apparent activity and independence the week before. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.